Manufacturer narrative:
The implant was returned for analysis. The pusher was not provided. The implant and overcoil were found to be stretched at the proximal portion. The distal portion of the implant contained deformed loops. The detached edge of the monofilament could not be removed from the implant; therefore, the tail shape was unable to be identified. Based upon the investigation analysis and available information the reported complaint of a detached coil is confirmed. The implant was returned separated and the stretching at the proximal of the implant is indicative of a separation caused by a tensile break of the monofilament. The root cause could not be determined, but the damage is indicative of over specification tensile force being exerted on the implant. The reported complaint of resistance during positioning could not be confirmed since the pusher was not provided for analysis.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that resistance was encountered while positioning the coil in the aneurysm. During removal, the coil detached. Both segments were removed in their entirety. There was no reported patient injury, intervention, or health damage.